Event description:
At a routine programming appointment, in situ testing revealed affected channels. Reportedly, the hearing performance with the device was initially not affected, new information received showed that the hearing performance with the device had dropped at a later point in time. There was no reported accident or trauma. According to new information from the 29-jun-2022 the user's hearing performance with the device has decrease further. The user has been re-implanted on (B)(6) 2022.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However to determine an exact root cause a device investigation of the explanted device is necessary. Further checks are planned but no date has been scheduled yet.

Event description:
The user's performance with the device is affected. Initially only affected channels were noticed, now there is also a drop in performance with the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The users performance with the device is affected. Initially only affected channels were noticed, now it is clear that there is also a drop in performance with the device.